Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of the lead was returned in one piece. Final analysis returned normal. No anomalies were detected.

Event description:
It was reported that the patient had deceased due to an unknown cause. There were no allegations that the patient's death was caused or contributed to by their pacemaker system.